Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to generator change, right ventricular lead exhibited externalized conductors upon fluoroscopy. All electrical parameters were stable and there was no sign of electrical lead failure. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received on 1/2/2019 indicating that the patient presented remotely via merlin.net transmission on (B)(6) 2018. Upon review, the right ventricular lead exhibited noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
This supplemental report is to correct the previously submitted report to include recall and the recall number.

Event description:
New information received on 2/6/2019 indicating that the patient presented for lead revision procedure and the lead was explanted and replaced. The patient was stable prior, during, and after the procedure.